Manufacturer narrative:
(B)(4). Product not returned.

Event description:
It was reported the patient presented for a clinic follow-up exam. Upon interrogation, early battery depletion was observed. The device was explanted and replaced. The patient is doing well and will continue to be monitored.

Event description:
It was reported the patient presented for a clinic follow-up exam. Upon interrogation, there was data anomalies indicating early battery depletion. The device was explanted and replaced. The patient is doing well and will continue to be monitored.

Manufacturer narrative:
The reported field event of a battery anomaly was confirmed in the laboratory. Review of the device image noted significant battery voltage loading during an interrogation session. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was returned to the manufacturer for further analysis and no anomalies were found. The cause of the excessive loading of battery voltage could not be determined as the anomaly could not be reproduced during testing.